Event description:
12/17/98 - revision of left knee - recurrent dislocating, loose patella component. On x-ray, patella had lost fixation and was floating in joint. Upon procedure, patella found to have "sheared" fixation pegs. Revised patella - inserted medium patella 6642-2-100.